Event description:
Information was received that this smiths medical cadd ms3 pump exhibited "no sound". No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation, the device was found to have very little to no sound. It was found that the microprocessor board was malfunction and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.